Event description:
It was reported that the programmer would boot up to the logo screen and then freeze. Technical support (ts) recommended that the programmer be returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).